Event description:
It was reported that the battery cap on the insulin pump was worn out. Nothing further was reported.

Manufacturer narrative:
The unit was received with no battery cap. The unit had a cracked case at the lcd window corners and battery tube threads. The device had a loose/protruded drive support disk, scratched lcd window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.